Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had an original surgery sometime in 2012 for a three level (acdf) anterior cervical discectomy fusion at the c4-c7 disc levels where patient was implanted with an (cslp) cervical spine locking plate construct. On an unknown date, post-operative, patient presented with a non-union at c6-c7 disc level. It was reported that two (2)14mm cslp locking screws had loosen and backed out the c7 disc level. On (B)(6) 2017 surgeon removed the two loose cslp screws and patient was revised to a depuy posterior mountaineer construct. It was reported that no fragments were generated during implant removal. All removed implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient was reported in stable condition. Concomitant device reported: cervical spine locking plate construct (part # unknown, lot # unknown, qty: 1). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).